Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a revision procedure for an atrial lead perforation it was noted that the patient had an infectious disease prior to implant of their system. However, it remains unknown if the patient had an active infection at the time of revision. This right ventricular (rv) lead was not revised and remains in service. No additional adverse patient effects were reported.